Event description:
(B)(4). Prolonged bleeding during menstruation cycle, abdominal and pelvic pain , fatigue, nausea and headaches, extremely bloated, pain during intercourse, unwanted pregnancy, hair loss, emotional distress, broken device, bell's palsy.